Event description:
The advocate stated, the customer's blood glucose was tested using 2 contour meters. The customer's contour read 596 mg/dl, while the advocate's contour read 120 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.